Event description:
A voluntary medwatch form received from the hosp reported that the coronary stent dislodged from the balloon prior to deployment. The stent was successfully removed from the pt with a snare device. Reportedly, there was no pt effect.